Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correcting report source from user facility to company representative.

Event description:
This device was returned unexpectedly. There was no negative patient impact.

Event description:
This device was returned unexpectedly. There was no negative patient impact.